Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2022, transesophageal echocardiogram (tee) revealed a device related thrombus oriented towards the mitral side of the laa. The patient was prescribed xarelto in response to the thrombus. No patient complications were reported.